Manufacturer narrative:
It was initially reported that the failure occurred during the pre-deployment electrical check. Additional information found during product analysis indicated that the device was used in the patient. The complaint met MDR reporting criteria on (B)(6) 2015 when the analysis was completed. Concomitant products: enpower connecting cable (lot p10196), unspecified detachment control box. Complaint conclusion: the device was returned for analysis. As viewed into the returned box it was found that the coil was returned fully unsheathed, entangled, and stretched. The proximal section of the coil was returned stretched. Located off the distal end of the stretched coil, the remainder of the coil is undamaged. The circumstances of how and when this unreported damage occurred cannot be determined. Blood and contrast were found on the introducer sheath and inside the outer sheath and the coil was fully unsheathed. This cannot be explained as the instructions for use (IFU) recommend that the pre-deployment electrical check occur with the systems still residing inside the hoop dispenser. Per IFU, ¿¿verify the functionality of the codman microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop¿¿ upon receipt, when the control cable was connected to a test microcoil system and the dcb, the enpower¿s systems go green light illuminated. The enpower remote cable was tested to (B)(4) and passed electrical specifications by qci. The returned ecb contained in this complaint passed functionality testing by detaching ten microcoils on the first detachment cycle. No manufacturing defects were found on the control cable. The detachment fiber is still intact and did not receive heat and melt. No manufacturing defects were found on the microcoil system. The device positioning unit (dpu) failed electrical testing with resistance failing with readings floating upward >28.85 mega and the enpower systems go green light failed to illuminate. Compression on the resistive heating coil section caused the dpu to pass electrical testing with resistance at 54.5 ohms and the enpower systems go green light illuminated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment failure was confirmed during product analysis since the dpu failed electrical testing. The most likely contributing factor to the microcoil system failing the pre-deployment electrical check may have been due to a fracture of the solder joint connection inside the resistive heating coil. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. Although it was reported that the event occurred during the pre-deployment electrical check, the condition of the returned device (blood and contrast on the device) provides evidence that the failure to detach occurred during use in the patient. Since the device was return unsheathed and entangled, the coil damage was most likely related to post-procedure handling/shipping. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of an unruptured 5mm middle cerebral artery aneurysm using g2 coils, after placing 3 coils (5x10 fill, 4x10 xtrasoft, 3x6 xtrasoft), the physician decided to implant a 2.5 x 5 g2 xtrasoft as his next coil. After plugging it into the dcb cable, no green light was noted on the detachment box. Another dcb cable was opened, but still no green light. The coil was exchanged for another 2.5x5 xtrasoft and it was delivered without issue. The initial cable used was successful with the initially implanted coils, and the replacement cable was used successfully to complete the procedure with the subsequent coils. The same detachment control box was used throughout the procedure. All connections had fit properly without use of force. There was no visual damage to the actual coil or the cables. None of the device had been resterilized. There was no clinically significant delay in the procedure or patient injury. During analysis performed on (B)(6) 2015 it was found that there was blood and contrast on the device; therefore, the failure to detach was most likely during use in the patient.